Event description:
The consumer allegedly fell backwards and struck her head, resulting in her death.

Manufacturer narrative:
Device has been in service for 5 years with no reported incidents. Manufacturer received summons alleging a consumer fell backwards out of her chair. Area transgressed is unk. Anti-tippers may be ordered with or without the chair. This chair was ordered without. Current user guide states "invacare strongly recommends ordering the anti-tippers as a safeguard for the wheelchair user. MDR filed on alleged death.